Event description:
It was reported that the irc5po2 concentrator has low o2 (yellow light). It was discovered during repair that the compressor had low output, clamp was leaking, pe valve was leaking and the fitting rec was leaking.